Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported by the patient that infusion set cannula was dislodged from the site due which hospitalization occurs. Patient is treated with IV and fluids of saline and insulin. No further information was available.